Event description:
Manufacturer's investigative unit confirmed melting around the 3rd and 4th connector pins on the inform meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Boston scientific crm received information from the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The patient reported that a local bsc field representative (fr) had adjusted the patient's device after having surgery. According to the patient, the device was set too low which resulted in a syncopal episode. The patient was seen for follow up and the device was adjusted again. The device remains in service.

Manufacturer narrative:
The event occurred in (B)(6).